Event description:
It was reported that the cannula curvatures were incorrect on four (4) m1nt, specialized neonatal tracheostomy tubes. The devices were ordered with a 90 degree cannula curvature. Two (2) of the m1nt devices were placed and after approx two (2) days usage, the pt desaturated, experienced respiratory distress and required medical intervention. On both occasions, the devices were removed and replaced with available backup m1nt devices. The pt returned to baseline condition. The remaining two (2) m1nt devices were visually examined where it was determined that the curvatures had relaxed and were too straight. There was one (1) pt involved. The four (4) m1nt devices are reportedly available to be returned to the MFR for identification, analysis, and investigation. As of the date of this submission the devices have not been received by the MFR.